Event description:
A customer reported a sample with a history of being type a, rh positive resulted as type ab, rh positive on the galileo instrument ((B)(4)).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the forward type on plate ID (B)(4) tested on (B)(6) 2012 and it appears as if a possible clot was dispensed into the test well as the well appears to have red cells dispersed in well with clump of red cells in the center of well. Unexpected reactivity may be a condition of the sample. The instrument is operating as expected.